Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46mg/dl. Low bg cause was not known. Customer¿consumed carbohydrates and glucose tablets¿to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.